Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the shunt sensor leaked. Although the pt age is unk, it is assumed to a pediatric case. Less than 1cc blood loss. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. (B)(4).